Event description:
It appears the defective product came from lot ube530. I collected defective spikes and an empty e8000 bag which was used during one of the incidents. This incident occurred with pab, e8000 and baxter viaflex bags. No patient injuries occurred. The incident occurred during the initial assembly spiking 412143 into an IV bag. No drug was used, nor was there a hazardous drug exposure.